Event description:
Customer reported that discordant accutni (troponin I) results were generated on the access 2 immunoassay system. Three tests of a single sample yielded differing results; however, the results were within the laboratory's indeterminate range. The system was calibrated and quality controls were within spec prior to the event. There were no changes to the pt's care or treatment. No further details were provided.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse replaced the belt, rollers, and substrate probe. The fse cleaned the aspirate probes and verified the transducer and luminometer. Although this action may have resolved the issue, a clear root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 and oct 23, 2010 for add'l reportable events.